Event description:
(B)(6) 2013, customer states via phone that during a cystoscopy on a male pt of unk age, the fluoro failed. The physician was able to finish the case without fluoro. No reported injury.

Manufacturer narrative:
Operator reports they are serviced by a third party, (B)(4). Operator will call (B)(4) for service on monday. No service call placed to mallinckrodt. Product monitoring follow-up. Customer reported that third party service had repaired the fluoro footswitch and the system is operating normally. A review of complaint shows no similar footswitch issue reported on this unit.